Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges feeling lightheaded and "out of it". The patient also alleges the device was noisy and too hot to touch described as "the device has been heating up to the touch". There was no report of serious or permanent harm or injury. Patient did not require medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned.

Manufacturer narrative:
Additional information was received on 10/19/2023 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges feeling lightheaded and "out of it". The patient also alleges the device was noisy and too hot to touch described as "the device has been heating up to the touch". There was no report of serious or permanent harm or injury. Patient did not require medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.